Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaints could not be determined. Possible factors that may contribute to resistance between the stent delivery system (sd) and the guide wire may include, but are not limited to, device placement technique, introducer sheath support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the distal shaft of the catheter. Additionally, possible factors that may contribute to activation failure include, but are not limited to, inability/difficult to inflate, inflation technique, contrast concentration, loose connection with inflation device, contamination in the inflation lumen or damage to the guide wire exit notch or inflation lumen. In this case, a conclusive cause for the reported complaints could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex coronary artery with 80% stenosis. The lesion was wired with a non-abbott guide wire. Pre-dilation was performed with a 2.0x15mm trek balloon dilatation catheter (bdc)and a 3.5x15mm non-abbott bdc. A 3.5x19mm xience proa stent was advanced to the target lesion; however, resistance was noted with the guide wire. When attempting to deploy the stent failed to completely deploy. Therefore, a non-abbott 3.5x19 stent was used to continue the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.